Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable high elecsys hcg test system (hcg stat). Results from 2 separate samples from the same patient tested on a cobas e 411 immunoassay analyzer. The initial hcg stat result was 431.2 miu/ml with a data flag. The initial result was released to both the doctor and the patient. The patient did not believe the result to be accurate and requested a retest. On (B)(6) 2018 hcg stat result of 0.859 miu/ml and 0.898 miu/ml were obtained. The patient sample was sent to a referral laboratory were a result of 0.13 (units not provided) was obtained. On (B)(6) 2018 a new sample, sample b, was tested and an initial hcg stat result of 492.7 miu/ml with a data flag was obtained. Sample b was retested with a result of 2.71 miu/ml with a data flag. Sample b was sent to the referral laboratory and result of 601.35 miu/ml was obtained. There was no allegation of an adverse event. The hcg stat reagent lot was 319814 with an expiration date of 31-jul-2019. Based on the qc and calibration results provided, no reagent issue was evident. The investigation is currently ongoing.

Manufacturer narrative:
The field service representative replaced a faulty measuring cell. He ran performance testing, calibration, and qc, all of which were in specifications. The cause of the event could not be determined.